Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that a cartridge alarm (alarm 1) was received. Customer changed cartridge. There was no reported impact to customer's blood glucose.